Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The helix of the lead would not retract during placement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress,the helix of the lead was extrinsically bent,visual summary analysis of the lead indicated damage at implant. The analyst also noted: helix is bent and stretched and does not extend and retract within specification.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The helix of the lead would not retract during placement. The lead was removed and replaced. No patient complications have been reported as a result of this event.